Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window. The drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call being hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose was 360 mg/dl. She complained of sickness and vomiting every two hours. The customer did not observe any significant events leading to the hospitalization. She was wearing the insulin pump at the time of hospitalization, was discharged and advised to treat with manual injections if the high blood glucose recurred. She also reported that the insulin pump had a protruding drive support cap. She was unsure how the damage occurred. She had taken 5 units of insulin around noon, ate, had blood glucose of about 300 mg/dl, and treated with another 5 units of insulin. She had a peanut butter sandwich, and her blood glucose rose to 464 mg/dl, which she treated with manual injection. She was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.